Event description:
It was reported that when using the bd pyxis¿ es server download stopped in health sight viewer (hsv), and the database was out of sync. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the database was out of synchronization. A technical support specialist (tss) followed knowledge article title retrieving missing transactions from medapp and pas debug logs and retry tx.itemtransactionsnapshot after server upgrade to 1.7x, provided transaction data to tsc, skipped the station retry from the server, and reviewed maintenance debug logs, which showed errors related to the database being full. A full sync was performed by dropping and repairing the database, changing the recovery model from full to simple, and completing the synchronization to repair the medication application. The investigation confirmed download failures due to a full database with no pending transactions and current data. Customer was contacted, confirmed the issue was resolved, approved case closure, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.